Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, starting point of the tear was 2mm distally from the distal marker band and extended to 10mm proximally from the distal marker band. The tear measured 12 mm in total. A visual and tactile examination of the hypotube and shaft identified no issues. A visual and microscopic examination identified no damage to the tip, marker bands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2020. It was noted that the balloon could not dilate. The 90% stenosed target lesion was located in the proximal end of left anterior descending artery. A 15/2.50 flextome cutting balloon was selected for use. During procedure, the balloon was deployed however it could not be dilated. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a longitudinal tear.